Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra ping meter was reading inaccurately high. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests five times a day and manages his diabetes with insulin (via insulin pump). The patient clarified she also suffers from multiple sclerosis (ms) and many times her symptoms are similar to low blood glucose. On a typical day, the patient indicated she usually experiences symptoms of sweating, blurry vision, and shaking. The patient alleged that the issue began on (B)(6) 2012 at 9:30am. Prior to the start of the alleged meter issue, the patient confirmed she was experiencing symptoms of sweating, blurry vision, and shaking. Before her symptoms began, the patient indicated she does not recall what her blood glucose result was (with the subject meter) and also does not recall action the patient took in response to the reading. The patient confirmed she obtained a reading of "90mg/dl" with her continuous glucose monitoring (cgm), however, the patient does not recall what reading she obtained with the subject meter. After the alleged meter issue occurred, the patient indicated she administered a glucose tablet as self-treatment and felt better several minutes later. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The csr noted that the patient performed a quality control test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. Although the patient does not recall what her blood glucose result was (with the subject meter) at the time of the alleged issue, the patient claimed that the result she obtained with the subject meter was reading allegedly higher than her cgm device ("90mg/dl"). The patient also claimed after administering a glucose tablet as self-treatment, she felt better several minutes later.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4) 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.